Event description:
Event detail: it was reported that the outer packaging was undamaged, but the sterile barrier was compromised. Immediate actions taken: product replaced with another product. Persons affected : pt. Impact to person affected : none.